Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a pump notification was received and the pump would cycle through a variety of languages. Message repeated for 2 hours. Customer disconnected pump from power source and the message was cleared. Customer's blood glucose was not impacted. Pump was functioning properly.